Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified error alarm. The customer¿s blood glucose level was unknown. The customer reported that they had unspecified error alarm, insulin pump gave low battery warning when indicator was empty and diminished battery life. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected e or a alarm anomalies noted. (B)(4).